Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not be close. Changed to another one to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time.